Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -12.5/2.5/090 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2023. The lens had tore during injection/delivery into the eye. On (B)(6) 2023 the lens was exchanged with a same length lens and this resolved the problem. There was no patient injury. The cause of the event was reported as unknown. It was additionally noted "the lens was stuck in the cartridge while being injected into the anterior chamber causing the proximal haptic foot plate to rupture. However there was no lens at that time so the reimplantation was (B)(6) 2023".